Manufacturer narrative:
An evaluation of this failure mode from the design failure modes and effects analysis of this product, that the use of the product is a manner likely to cause adverse health consequence is improbable and that no complaints documenting deaths or serious injuries have been received. Health and life, as a manufacturer, conducted a preventative action and corrective action to eliminate the root cause and recurrence. Furthermore, for the complained devices, health and life has initiated voluntary recall, and the recall notification letter and required recall materials were issued and submitted on (B)(4) 2013, respectively.

Event description:
The customer contacted (B)(4) corporation regarding a product complaint on (B)(4) 2013. The pt reported that a silver piece fell from ez breathe atomizer into his mouth while in use. He added that he saw broken pieces of the washer on the ground and believed that he swallowed the broken portions of the washer in his mouth. The pt reported that he didn't require medical attention following the incident.